Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported 3 weeks ago their neurostimulator charger was stolen from their hotel room. The patient noted the device went uncharged for over 25 days. The patient stated unbeknownst to them, the device had been charged via wi-fi and used as a torture weapon. The patient noted that in the (B)(6) emergency room (ER). The patient stated the hcp disabled it with a powerful magnet. The patient stated they notified the department of justice about judicial corruption and the 8th amendment violations. The patient stated rogue officials reacted in concert with house and urban development, to harm. It was noted the neurostimulator implant and its lead wires are radio in the 50 mhz range. The patient noted they were hospitalized on (B)(6). The patient stated the implant lead wires malfunctioned, discharging into the heart, lungs, coflex spacer. The patient stated the hcp suspected foul play. The patient stated it would be imaginable to think that former (B)(6), in charge of house and urban development officer of inspector general in (B)(6), will, on order from (B)(6), his sister, a (B)(6). The patient noted ¿will turn into vicious murders. Evidence abounds.¿ there were no further complications that have been reported as a result of this event.